Manufacturer narrative:
Intuitive surgical, inc. (Isi) did contact the customer and obtained the following information: arcing was not observed during the procedure and there was no injury to the patient. The instrument was inspected prior to use, and nothing was out of the ordinary. The same instrument was used to complete the procedure. There are no photos or video recording of the procedure. On 05-dec-2025, isi did receive a da vinci product to perform failure analysis. The fenestrated bipolar forceps instrument was analyzed and found to have charring and localized melting on bipolar yaw pulley, near the grip. The instrument passed the electrical continuity test. The instrument was placed and driven on an in-house system showing 4 uses remaining. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions and the grips opened and closed properly; the instrument passed the electrical cautery test. The instrument was fully functional. Additional observations: the instrument was found to have thermal damage on the conductor wire insulation at the yaw pulley. There was no fragmentation of the insulation, and the internal conductor wires were not exposed. The instrument passed the electrical continuity test. The probable root cause of thermal damage is attributed to carbonized tissue on the grips of this bipolar instrument creating a conductive path during use. Thermal damage can also result due to inadvertent energy application from a monopolar instrument.

Event description:
Refer to h11 for follow-up information.

Event description:
It was reported that after a da vinci-assisted surgical procedure, the fenestrated bipolar forceps instrument had burn marks and dents on the pulley. The procedure was completed with no reported injury.

Manufacturer narrative:
The instrument involved with this event has been received, but the failure analysis testing has not yet been completed as of the date of this report.